Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted due to sever aortic insufficiency. In (B)(6) 2018, the patient was hospitalized due to cardiac failure caused by svd (structural valve deterioration). The patient was referred to nagoya heart center and on (B)(6) 2018 a valve in valve was performed due svd. A echocardiogram was performed and noted a leaflet tear. A 26mm corevalve was successfully implanted and the patient was discharged 4 days post procedure.